Manufacturer narrative:
The device functioned to specification during evaluation.

Event description:
It was alleged that the device went up to 116 degrees and did not alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device went up to 116 degrees and did not alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the device went up to 116 degrees and did not alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.